Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's husband reported that the customer received large differences between sensor and blood glucose level readings. Blood glucose level at the time of the incident was 44 mg/dl. The caller also reported that a sensor end alert was received during the call. The customer's husband was advised that the sensor would be replaced but did not return the product for analysis. The insulin pump was not replaced or returned for analysis.